Manufacturer narrative:
Additional information received on 08/16/2016 indicated that the customer has had no further cracks in the cartridge and no occlusions. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged from 144 to 350 mg/dl. To address the bg level, the customer reported to have used insulin injections or a bolus would be delivered by filling the cannula. The cause of the past occlusions could not be determined. A system check using the current supplies found a crack in the cartridge. The customer was to change out the cartridge.